Event description:
A customer reported a tandem mobi cartridge alarm that caused their blood glucose level to exceed 500 mg/dl, displayed only as "high." The customer managed the high glucose level with a correction injection using multiple daily injections (mdi) and did not need assistance from a third party. Technical support confirmed the cartridge alarm and arranged to replace the pump, advising the customer on using the new pump with updated software and ensuring instructions for returning the faulty pump were understood.